Event description:
It was reported the customer's buttons were intermittently unresponsive. The customer's blood glucose was 11 mmol/l. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
Insulin pump had an intermittent button response due to corroded keypad traces. Insulin pump had minor scratches on lcd window, scratched case, cracked at display window corner, cracked belt clip slot and cracked reservoir tube lip.